Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned above normal elective replacement indicator. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted in hospital with end-stage ischemic cardiomyopathy and coronary artery disease. It was also reported that the patient had a coronary artery bypass grafting with a severe ejection fraction reduction with complaints of shortness of breath over several weeks before been admitted to the hospital. The patient presented acute on chronic severe systolic congestive heart failure with pleural effusions. The ICD was deactivated on (B)(6) 2016 and the patient was discharged. The patient expired approximately a week later. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.